Event description:
Medtronic received information that six months post implant of this annuloplasty ring, this ring was explanted and replaced with a medtronic bioprosthetic heart valve. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has made multiple attempts to obtain information regarding the reason for the explant, patient information, and patient impact. At the time of this report no information has been received by medtronic. (B)(4)

Manufacturer narrative:
Medtronic received additional information that this ring was explanted due to the secondary effects of rheumatic fever on the native mitral valve. There were no performance allegations against the ring. No adverse patient effects were reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.